Event description:
It was reported that the patient experienced redness, blistering and a burning sensation when she recharges the device. It was noted that this event occurred "even on top of a shirt" and the patient recharged every 3 to 4 days for 2 to 3 hours per session. The patient stated that she had some titanium rods removed years ago, and that her physician thought she was allergic to the metal. It was noted that the patient "insisted that she was not reacting to the current implant that way". The patient further stated that "the stimulation really helps with pain, especially towards the end of the 3 months that she normally needed another injection in her back". Shorter recharging times were discussed with the patient. The patient outcome was not reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 74001, lot# n301624, serial#, implanted: 2012 (B)(6), explanted: product type adapter. (B)(4).